Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends. It is noted that there are blank areas on this form, the information was not provided or is unknown.

Event description:
Per the end user, circumferential red rash like area under the tap collar. User changes the wafer every 3 to 4 days. Area is also itching. Uses adhesive remover, no sting skin protector and ostomy powder on the peristomal skin. Uses antibacterial soap to cleanse the peristomal skin. No further information is available.